Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was missing the trailing haptic when delivered into the right eye of the patient. The lens was removed and replaced during the same procedure. The patient experienced corneal edema and decreased vision post-operatively and will be followed. The incision was enlarged and a suture was required. A vitrectomy was not performed. A bandage contact lens was used post-operatively. Once the suture is removed, the doctor plans to prescribe additional antibiotics. The patient will be followed and should the corneal edema not subside, more anti-inflammatory drops may be necessary. The patient was reported to be doing well once discharged. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/25/2018. Device returned to manufacturer? Yes. Device evaluation: the pcb00 product was returned it its original package. Visual inspection using microscope magnification was performed. The plunger and pushrod were observed in the advanced position in the preloaded insertion system. Residue of lubricant material were observed on the cartridge. No damaged was observed to the cartridge. Lens was returned outside the preloaded device insertion system. Loose fibers/particles were observed on the lens related to handling of the unit out of a sterile environment. Residue of lubricant material was also observed on lens. One of the haptics was observed detached. No damaged was observed to the other haptic. As part of the visual inspection, the preloaded device was disassembled to address the complaint issue reported. The detached haptic piece was observed stuck inside the device. The threads of the injector, upper and lower body of the device, were correctly engage and were in good condition. No assembly error and/or defect was observed in the preloaded device insertion system that was related to the manufacturing process. In addition, the thickness of both haptics was measured to address the reported complaint. Dimensional thickness for both haptics was found with acceptable results. The condition in which the returned product sample was received is consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint for a detached haptic was verified on the returned product sample. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.